Event description:
Via social media, the user reported conflicting results with the binaxnow covid-19 antigen self-test. "I took the first test...it was negative. I took the second test it was a very weak positive." No additional information was provided.

Manufacturer narrative:
Corrections: b5(product name, event description), d1(brand name), d3(email), g1(email), g4(PMA/510(k)) and h6(medical device problem code). This supplemental report is being submitted to provide the investigation conclusion. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
Via social media, the user reported conflicting results with binaxnow covid-19 home test. "I took the first test...it was negative. I took the second test it was a very weak positive" no additional information was provided.